Event description:
The customer reported clear fluid leaked within the instrument and vent line sensor (vls) error displayed on the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact. The customer discovered tubing at the y-fitting from the vls sensor had come off. The customer reattached the tubing and resolved the issue. Upon system reset, no errors were noted. The customer analyzed several patient samples and all results correlated with previous values. The laboratory has an exposure control/risk management plan in place. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting. (B)(4).